Event description:
It was reported multiple intermittent occlusion alarms occurred. Issues occurred in past therefore troubleshooting could not be performed. Customer's blood glucose reached 350 mg/dl. Customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.